Event description:
It was reported that information was received from a patient regarding an external device and there was a spanish interpreter. The reason for call was starting like 2 months ago the patient started having a hard time finding their implanted neurostimulator (ins) when trying to charge their implant. Patient said it could take an hour or two to find the implant and the past few days they have not been able to find it. Patient mentioned that the recharger cord round shape part was getting hot. Yesterday the patient's implant battery was red for charge and they had no battery. The pts son also had a implanted neurostimulator so they used their recharger (rtm) and they got their implant battery was fully charged in an hour. Patient spoke to medtronic representative on wednesday as well who told the patient that it was normal for the controller to make a clicking sound when looking for the implant when trying to recharge the ins, agent reviewed as well. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.